Event description:
Healthcare professional reported the aortic valve was explanted due to non-structural dysfunction related to inappropriate sizing. Severe stenosis was present but was not related to the device.